Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead was returned in one piece. Visual examination noted an external abrasion breaching the outer insulation and exposing the outer coil in the proximal region of the lead. The cause of the external abrasion was consistent with friction to the device can.

Event description:
Additional finding(s) observed during analysis that are unrelated to the reported event.